Event description:
It was reported that the spike of a continu-flo solution set cracked. This occurred during set-up for a blood transfusion, while the device was being spiked into a non-baxter blood filter. The reporter stated that excessive force was not used and the spike was not inserted at an off axis angle. This event resulted in a no flow, as the ¿flow appeared to be blocked by the fractured spike.¿ no leakage occurred. Nothing unusual was noted with the packaging. There was no patient involvement. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.